Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on valve bond edge side assessed as an unidentified (tear) opening and observed a cracked valve seat diaphragm valve. Additional observations: ¿creases were observed..

Event description:
Healthcare professional reported "deflation" against right device. The device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.